Manufacturer narrative:
Reliability analysis inspected two opened and or used partial enlite sensor and performed visual inspection and found one out of the two sensors with sensor broken. The broken part was still attached to the tubing. The remaining sensor had a bicarbonate buffer test done, and the sensor failed per spec with high readings. It was unable to confirm adhesive anomaly, due to the sensor being returned opened and or used. It was unable to be confirming the needle anomaly, due to sensor being returned opened and or used.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they have wasted three sensors trying to connect to the device and then receiving sensor error. The customer states the pump was displaying the customer's blood glucose levels to be in the 50s. The customer states the device kept trying to go into threshold suspend. The customer's blood glucose level at the time was 167mg/dl. Troubleshooting was conducted and the customer is returning the sensors and receiving replacements.